Event description:
Cardiac cath outpatient only -was not admitted. 06/01 admitted to in diagnosis pseudoaneurysm right groin-cath site/ 06/01 repair rt femoral pseudoaneurysm saphenous vein graft, muscle flap class iii surgery. Cardiac cath with perclose method resulting in pseudoaneurysm. Pt was admitted to great bend for 10 days due to groin infection post cath and prior to the 06/01 admission to svhc.